Event description:
Open fixation of the medial malleolus was performed for a medial malleolar fracture sustained on (B) (6) 2008. Patient experienced delayed postoperative wound infection and removal of hardware. This is the 2nd of 3 reports submitted on this event.

Manufacturer narrative:
Lot#: this information was not provided during initial report. Additional information has been requested. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine manufacturing date without a lot number.